Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by external influence. It was observed that when any remaining functional keys are selected an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The keypad was replaced to correct this condition. Baxter had initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had a stuck #3 key. It was also reported that there was no patient injury.